Manufacturer narrative:
Technical support (ts) advised the customer to power off the device, recalibrate and run new controls. Upon follow up by ts, the customer still reported low total areas and control values. Ts advised the customer to calibrate the device and fax chromatograms. A field service engineer (fse) was dispatched. On (B)(6) 2016, fse arrived at the site to address the reported issue. Visual inspection revealed fluid around the tubing clamp on top of the sample needle. Fse replaced the needle, column and ran calibration, qc, and patient samples without issue. No further action was required by field service. The most probable cause of the reported event was due to fault/failure of column and sample needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer reported increased retention time with their g8 analyzer. A field service engineer (fse) was dispatched. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.